Manufacturer narrative:
Suspect medical device refers to the main device, other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Evaluation codes: updated to include the correction to patient codes, replacing (B)(4), per the new information provided to the manufacturer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 14 oct 2016. It was reported that the MRI results revealed that there was no granuloma, but that the patient had an epidural collection of fluid. It was also reported that, though the cause of the patient's pain was unknown, the pump medication would be switched to prialt. The patient's symptoms remained unresolved at the time of the report.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine via an implanted pump. The patient's medical history included lyme's disease. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient had just gotten out of an MRI that was ordered because of a suspected granuloma. The patient had pain in her feet and legs pretty quickly; it was within a month to a month and a half after implant on (B)(6) 2016. The hcp (healthcare professional) was increasing the pump medication and then did back off from it. The pump medications weren't helping the patient's pre-existing pain as much as they had hoped and just ended up wiping her out so badly. The patient hadn't been able to move like before, had gained 11 pounds, and was fatigued. The patient stated that she wanted the pain pump because she wasn't able to move from her pain. After implant she experienced side effects of fatigue and severe tiredness from the morphine; it was making her move just as little or less than before as she was too exhausted. The patient stated that she hadn't been this exhausted since her pre-existing lyme's disease condition was at its worst. The patient had the pump implanted to treat the pain from the pre-existing lyme's disease. They were trying to look into getting prialt approved for use in the patient's pump and "digging" to find out what was occurring with the patient.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.